Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a revaclear 300, the machine triggered an internal blood leak alarm, treatment was discontinued and the extracorporeal circuit was not returned to the patient. The patient presented to the hospital due to an estimated blood loss of 900ml. The patient experienced shortness of breath and an overall feeling of malaise. Oxygen was administered to the patient. The patient received dialysis at the hospital in an acute setting with no issues. The patient was discharged the same day. The patient outcome was reported as "good". The patient has since dialyzed per their normal schedule in the clinic with no issues noted. No additional information is available.

Manufacturer narrative:
Additional information has been added to d9, h3, h4, h6 and h10: h10: the device was received for evaluation. During visual inspection, a broken fiber was observed inside of the dialyzer. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.